Event description:
It was reported that a user disconnected from the ilet to shower, fell asleep without reconnecting, and later required assistance to reconnect and verify insulin delivery; the user confirmed the device reattached but observed the ilet circle continuing to spin. Symptoms included none reported. Outcomes included no adverse events, no alarms, and no hospitalization. Investigation included remote troubleshooting and user education to complete reconnection and assess device status indicators. Investigation of this case revealed normal device function could not be confirmed at the time of the call due to the persistent spinning indicator, but the user successfully reconnected the system and was advised to call back if further assistance was needed. It was concluded, based on previously established findings for similar reports, that user operation contributed to the event.